Event description:
The customer contact reported no flow. The secondary tubing set was being used to deliver an unspecified solution. It was reported that after the secondary tubing set was connected to an unspecified alaris smartsite tubing set, the solution in the secondary tubing set would not flow. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.